Event description:
A pt was implanted with tlif on (B)(6) 2012. Pt later developed infection at the implant site. The implants will not be removed, pt was treated with I & d. This report is #16 of 16 for the same event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Sterilization validation documentation, decision finding protocols, dfps, was reviewed and demonstrated that each of the part numbers included within this complaint had been evaluated for sterilization. The sterilization parameters are consistent with synthes current ifus, and the supporting validations demonstrate that a sterility assurance level, sal, of 10-6 is achievable when the ifus are employed.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Review of the mfg records found no complaint-related discrepancies.